Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with an unsigned not that indicated, broken door roller. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Thee were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller aws missing and the door roller pin was broken. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing and the roller pin was broken. The device door could not be properly closed to the broken door roller pin and missing door roller. When the device door is not properly closed, the cassette regulator will be opened and the valves will no be closed properly when the door is closed. The valves must be closed by the device mechanism valve pins n order to prevent fluid from flowing freely through the cassette. The probable cause for the broken device door roller pin and missing door roller was leaving the door assembly in the open position and exposing the door roller pin and door roller to contact damage. This report represents all the information known by the reporter upon query by hospira personnel.